Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a processing issue when starting the pump was not confirmed. The reported event of the heartmate touch app displaying the ¿processing¿ screen for an extended period of time when the user sent a start pump command after the pump had started was confirmed via the submitted video. The submitted video showed the heartmate touch app in the clinical view with the pump running at 3000 rpm and the ¿processing¿ screen overlayed. The video was six seconds long and the processing screen remained active for the duration of the video. The video did not capture when the processing screen first appeared or when it was removed from the user interface. No log files were submitted for review and no product was returned for evaluation. The root cause of the reported processing issue associated with starting the pump could not be conclusively determined through this analysis. The root cause of the ¿processing¿ screen being displayed on the app for an extended period of time was determined to be due to the start pump command being sent when the pump had already been started. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system¿, including how to start the pump from the clinical view of the heartmate touch app. Chapter 5 ¿surgical procedures¿ also explains how to start the pump using the heartmate touch app. This section states that the pump may take up to 10 seconds to start. Heartmate 3 instructions for use (IFU) (rev. B) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide (rev. B) under ¿troubleshooting guide¿ provide troubleshooting steps to resolve issues related to the heartmate touch. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an issue adjusting pump speed with the heartmate touch. The heartmate touch was used without issue for pump preparation and continued with bluetooth pairing. The technician followed the prompts from the clinical view to turn on the pump including the confirmation button. After the confirmation button was pressed and the screen disappeared, the speed did not show 3000 rotations per minute (rpm), but displayed a dashed line. The physician then requested pump speed be increased to 4000rpm. The tech let him know that there was a processing issue and pressed 'pump start' button again. When the confirmation screen appeared, pump speed showed 3000rpm. However, the technician pressed the yes button on the confirmation screen and the screen changed to say 'processing'. This screen continued for greater than 30seconds. At this point, the physician asked for that pump speed be increased to 4000rpm, which was unable to be done. The technician then selected the menu button, and 'disconnect from heartmate device'. The bluetooth wireless adapter was then repaired to the same heartmate touch without issue. Pump speed was then able to be adjusted from the monitor view and settings button.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.